Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable cardiac troponin t results for several patients from cobas h232 meter serial number (B)(4). The cobas h232 meter is not sold in the united states. The results were 50-100 ng/l but no elevated analyte line was visable on the test strip. Specific data was provided for one patient. The initial result was 50-100 ng/l and the repeat result was below 50 ng/l. Information concerning if any result was reported outside the laboratory or if the patient was adversely affected was requested, but was not provided. It was noted the strips where developed to be used with an instrument or meter and interpretation with the human eye is not possible. Testing was performed with relevant retention material and the results fulfilled the requirements.

Manufacturer narrative:
Based on the provided information, a specific root cause could not be identified.

Manufacturer narrative:
Additional information was received that the results were automatically transferred to the customer's information system and the doctor viewed them. The customer was not sure if any harm had been caused but one patient visited later and said he/she had been sent to the hospital emergency department due to the meter results.